Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump sustained a small crack to the reservoir compartment window and that she experienced high blood glucose. The customer's blood glucose was 412 mg/dl. She noted that the crack was by the bolus button. She stated that she runs into things with the insulin pump on all the time. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. She noted that she is insulin resistance and stated that she had not been getting insulin while she was asleep, which she attributed to the high blood glucose. The customer was advised to replace the insulin pump and agreed to return the device for analysis. She declined troubleshoot assistance for the high blood glucose.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.